Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump displayed an error message during priming. The roller pump was not needed for the case. This issue occurred during priming, so there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump displayed an error message during priming. The roller pump was not needed for the case. This issue occurred during priming, so there was no patient involvement.

Manufacturer narrative:
In the initial report, "congenital anomaly/birth defect" and "required intervention to prevent permanent impairment/damage (devices)" were marked in this field. Neither of these should have been selected, as this MDR is not an adverse event and there was no patient involvement.